Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 1, 2022. Upon further investigation of the reported event, the following information is new and/or changed. The affected sample was not returned for evaluation; therefore, a thorough investigation could not be performed. It was determined that the light source being implicated is not a tcv manufactured device. The burn was not caused by the virtuosaph plus device but rather the light source which may or may not have been attached to the scope at the time which can also cause a burn to the patient. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, the patient was burned by the light source that was used. It is still unknown whether there was a delay in the procedure, whether the product was changed out, whether the surgery was completed successfully and whether there was blood loss as a result of the surgery. Terumo continues to attempt to gain more information regarding this event from the user facility. As per the facility, the procedure performed was for an urgent coronary artery bypass graft x3, with skeletonized left internal mammary artery to the left anterior descending and reversed saphenous vein aorto - coronary bypasses to the ramus intermedius and to the distal right coronary artery. The patient was burned by the light source that was used. The burn was superficial and bacitracin ointment was applied. An initial report was received under uf/importer number: (B)(4).

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Manufacturer narrative:
This follow up is due to additional information being received that did not affect the investigation findings and conclusions. Upon further investigation of the reported event, the following information is new and/or changed: b5 (description of event or problem) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) all available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received indicates that there was no delay in the procedure, the surgery was completed successfully, and there was no blood loss.